Manufacturer narrative:
The results of the investigation at this time are inconclusive. Based upon the information available the event appears to be due to device fatigue which could be attributed to repeated stresses on the bone screw/rod interface prior to bone fusion. The patient was non-compliant to doctor's post-operative orders. Back brace was not worn as instructed. It was reported that the patient was quite active immediately following surgery performing heavy lifting and manual labor 3 weeks post op. The doctor reported that the patient developed a pseudarthrosis and non-union which could be attributed to lack of compliance with post-operative orders. The instructions for use shares information on the increased risk of breakage of a temporary internal fixation device during postoperative rehabilitation if the patient is active.

Event description:
Patient presented with a complaint of back pain. Plain film x-rays and a CT scan revealed a failed fusion. A revision surgery was scheduled and completed on (B)(6) 2019. During the revision surgery it was discovered that one of the screws had broken.